Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. And it showed the battery indicator signifying that it is time for device replacement.the performance data collected from the device was received and analyzed. The analysis of the device memory showed the battery indicator signifying that it is time for device replacement. The recommended replacement time (rrt) triggered on (B)(6)2015. (B)(4).

Event description:
It was reported that the battery longevity of the patient's implantable cardioverter defibrillator (ICD)&#265;d not meet the physician's expectations. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.